Event description:
It was reported that after a da vinci-assisted sliding hiatal hernia surgical procedure, a bowel injury had occurred. The clinical sales representative (csr) stated the hiatal hernia was much larger than the surgeon anticipated (27cm) with majority of the tissue being adhered up into the paraoesophageal area. A lot of the surgical time was spent pulling tissue down from the diaphragm. The procedure was completed robotically with no reported injury. The surgeon later called the csr to state that the patient's condition post-operatively was declining. Surgeon stated bringing the patient back to surgery for an open abdominal exploratory laparotomy procedure and discovered a bowel injury. The injury was repaired, and the procedure was completed.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. All of the errors in the logs for this procedure are class 0 (system service advisory (no fault reaction)) and class 8 (engineering event informational (no fault reaction)). Additionally, all multi-use instruments used in the case have been used in subsequent procedures.